Event description:
The pump was returned for investigation. Investigation revealed contamination under the ok and contrast keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4)2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; the keypad symbols were worn, which has no effect on insulin delivery function. All of the keypad buttons responded appropriately. Evaluation revealed contamination under the ok and contrast keypad button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.